Manufacturer narrative:
Correction in section h.6. (FDA product code). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An ophthalmic surgeon reported that, when the intraocular lens (iol) was implanted as scheduled, it was observed that the entire optic part of the implanted iol had an oily shine (reflection like the back of a disc). According to the additional information received, the doctor said, this was clearly different from the iol's reflection, and that the iol's findings had changed so much that he/she wondered whether they had forgotten to coat the iol during the manufacturing process, or whether the coating material had been changed.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.